Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/14/2015. The fse found clots in the tubing through pinch valve lv8. The fse replaced the clotted tubing, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the probe of the coulter act diff 2 analyzer while running controls. The instrument was down. The volume of the leak was about 3 drops and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.